Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient (B)(4).

Event description:
Treatment of a right unruptured ophthalmic saccular aneurysm measuring 6mm x 4mm. During the pipeline deployment, it was reported that the pipeline could not be released from the capture coil despite torquing the pusher and pulling back on the device while the cigar shape was present. The pusher broke proximal to the proximal bumper, but the pipeline was still stuck inside the capture coil. A balloon was used to release the pipeline from the capture coil and the fully opened pipeline remains implanted proximal to the aneurysm, while the broken wire fragment was removed from the patient. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The pushwire was returned for evaluation without the pipeline or the marksman catheter. The pushwire was broken into two segments at approximately 173cm from the proximal end and the distal broken segment was missing. Cross-sectional analysis of the fracture surface indicated that the failure mode occurred due to torsional overload. Pushwire separation. (B)(4).